Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported having issues with the linkassist device. Patient stated he loaded the infusion set and performed the steps to use the device. Patient reported when he was about to use it the infusion set was released unintentionally. No adverse event reported. Requested return of the alleged linkassist for evaluation.